Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, mildly tortuous left common femoral artery lesion with 90% stenosis. A 7x60 mm supera self-expanding stent was implanted. However, the nose cone separated while pulling back on the delivery system. Surgery was performed to remove the device components and complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.